Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable. There was no adverse impact to the customer's blood glucose level. The customer attempted to resolve the issue by leaving the wall adapter plugged into a working outlet for 30 minutes, but the pump did not begin charging. During follow-up, the customer was able to successfully charge the pump using an alternate usb cable.